Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported the patient stated sometimes felt like her bladder emptied and sometimes not. It was noted the patient began the trial on (B)(6). There were no further complications that have been reported as a result of this event.